Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low", however, specific bg value was not provided. Customer consumed carbohydrates to address bg. The customer alleged that the malfunction alarms caused low bg level. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.